Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump buttons were not responding. The customer¿s blood glucose level was unknown. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer stated that they had high blood glucose level due to being off the insulin pump and it not working but did not go to hospital or to see a doctor last night as it was 10 pm and late and had not got a back up plan from her health care professional. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The unit recognized the water filled reservoir that was installed in the reservoir compartment. The device was programmed with multiple boluses and monitored. All boluses delivered properly with water exiting the infusion set. All boluses were recorded in the bolus history screen. No bolus anomaly noted. The time advanced properly during testing. No button error alarm noted. Unit had intermittent button response on the act and up arrow buttons due to corroded keypad traces. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker.